Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump received blank display. The customer¿s blood glucose was 400 mg/dl at the time of the incident. It was reported that the insulin pump was received new battery cap, and stated that the insulin pump will just randomly shut down twice in a day. It was reported that the customer was treated with manual shot for high blood glucose. The insulin pump will be returned for analysis.